Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to address a blood glucose (bg) level of 69 mg/dl that was due to needing settings adjustments. Customer's son/daughter in law assisted by provided carbohydrates and adjusting settings. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.